Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, damaged sigma sz4 chamfer block. See photos for detail- small knob on top cutting slot guide has broken off. All pieces retrieved. The product was not returned to depuy synthes, however photos were provided for review. (B)(4). Fw base femoral chamfer size 4 (part no 5415663 jjo 96-6144). The photo investigation revealed that the device 966144, sp2 ap chamf blk popup r.h.sz4 was broken and one of the spikes can be seen separated from the provided evidence. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 966144, sp2 ap chamf blk popup r.h.sz4 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code j0802 provided is not a valid finished goods lot.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Damaged sigma sz4 chamfer block, the small knob on top of cutting slot guide has broken off. All pieces retrieved. No delay to surgery or harm to patient.